Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of reset was not confirmed. Helix measurement showed that the helix length was within specification. Telemetry, pacing and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient reported to the hospital with ventricular tachycardia (vt). Upon interrogation, it was discovered the leadless pacemaker (lp) had been reset back to testing values. External intervention was required to resolve the vt. The lp was explanted and replaced. The patient was in stable condition.